Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and for a motor error. The customer reported the first occurrence of these alarms was at the hospital when she was delivering her son and that it was during normal basal delivery. The customer reported that a motor error alarm was followed by a no delivery alarm again the morning of the report during a bolus. The customer changed the set and the no delivery alarm recurred during the attempt to bolus. The call was disconnected and the customer was called back with no answer. No product will be returned.